Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. Access was obtained via the radial artery. The 15mm in length, 4.50-5mm in diameter, de novo and 90% stenosed target lesion was located in the mild to moderately tortuous and non-calcified proximal right coronary artery (rca). A non-bsc guide wire was advanced to the rca and the lesion was predilated with a 2.50x12mm non-bsc semi-compliant balloon. A 4.00x32mm promus element stent delivery system was then advanced and deployed in the rca. The angiographic image appeared to show that the plaque had prolapsed due to deformation of some of the stent struts. Post-dilation with a 4.00x15mm non-bsc noncompliant balloon catheter was then performed. The body of the stent was post-dilated to 18 atmospheres and the ostium of the stent to 24 and then 26 atmospheres. Angiography was again performed showing good results. Approximately 6 days later follow up angiography was performed showing positive results. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).